Event description:
Name of procedure being performed: laparoscopic inguinal hernia repair. Detailed description of event: complaint 1 of 3: #(B)(4) - cb030 lot #1432559, complaint 2 of 3: #(B)(4) - cb030 lot #1432559,and complaint 3 of 3: #(B)(4) - cb030 lot #1431723. Rep was present during the case when there were cutting issues with 3 units of cb030 during use. For the first pair of scissors (complaint #(B)(4), cb030 lot #1432559), the surgeon went to cut tissue with the tips of the blades. About 25 percent of the scissor blades were filled with tissue and they did not cut the tissue. The surgeon pulled on the tissue and it stayed on the jaws like a grasper. For the second pair (complaint #(B)(4), cb030 lot #1432559), surgeon had the same issue like the first pair. For the third pair (complaint #(B)(4), cb030 lot #1432559), surgeon states they were somewhat better than the first two pairs but said he felt like he was having to "gnaw at the tissue to get it to cut at times when the tissue was in the tip of the scissors." After the case, the surgeon mentioned he feels the scissor tips have not been as sharp as in the past. He states that he needs to be able to cut with the tips, not just the whole scissor, when he's cutting in smaller spaces. Surgeon complains he is not able to do that at times with recent scissors and has to go through multiple pairs on cases like this just did to find a pair of scissors that are sharp enough at the tip to complete the case. Additional information received via voicemail on (B)(6) 2021 from [name], account manager: the failure to cut was noticed the first time each pair was used. The devices were non-functional upon initial use. The user was cutting tissue. The case was completed with the third pair of scissors. Product is available for return. Patient status: no patient injury occurred. Type of intervention: the case was completed with the third pair of scissors.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic inguinal hernia repair. Detailed description of event: complaint 1 of 3: #(B)(4) lot #1432559, MFR 2027111-2022-00310, complaint 2 of 3: #(B)(4) lot #1432559, MFR 2027111-2022-00312, complaint 3 of 3: #(B)(4) lot #1431723, MFR 2027111-2022-00311. Rep was present during the case when there were cutting issues with 3 units of cb030 during use. For the first pair of scissors (complaint #(B)(4), cb030 lot #1432559), the surgeon went to cut tissue with the tips of the blades. About 25 percent of the scissor blades were filled with tissue and they did not cut the tissue. The surgeon pulled on the tissue and it stayed on the jaws like a grasper. For the second pair (complaint #(B)(4), cb030 lot #1432559), surgeon had the same issue like the first pair. For the third pair (complaint #(B)(4), cb030 lot #1432559), surgeon states they were somewhat better than the first two pairs but said he felt like he was having to "gnaw at the tissue to get it to cut at times when the tissue was in the tip of the scissors." After the case, the surgeon mentioned he feels the scissor tips have not been as sharp as in the past. He states that he needs to be able to cut with the tips, not just the whole scissor, when he's cutting in smaller spaces. Surgeon complains he is not able to do that at times with recent scissors and has to go through multiple pairs on cases like this just did to find a pair of scissors that are sharp enough at the tip to complete the case. Additional information received via voicemail on16dec2021 from [name], account manager: the failure to cut was noticed the first time each pair was used. The devices were non-functional upon initial use. The user was cutting tissue. The case was completed with the third pair of scissors. Product is available for return. Patient status: no patient injury occurred.